Event description:
It was reported that the patient's spectra penile prosthesis was replaced due to patient dissatisfaction and malfunction. No further patient complications reported in relation to this event.

Manufacturer narrative:
An analysis was performed and the results are as follows: the two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of a tool damage that exposed inner segments. Both cylinders are functional.